Event description:
It was reported that the customer had high blood glucose levels and was not sure if she was getting any insulin. Customer changed her infusion set and the cannula was not bent. Customer attached the plunger and was unable to push the insulin out. Customer's blood glucose level was 500 mg/dl. Customer stated that the site was still attached and tried to push again but there were no insulin drips. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.